Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the applier jammed. If you press at the back, nothing happens in front; the clip does not come out.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73j1800488 was manufactured on 09/19/2018 a total of (B)(4) pieces. Lot was released on 09/29/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was able to load properly into the jaws and was successfully applied to over-stressed surgical tubing. The second clip was unable to load properly, as the pusher head (distal end of feeder) was to the side of the clip. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. The proximal end of the feeder was slightly bent due to the clip stacking. The sample was received with 7 clips remaining in the channel, indicating that 8 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "applier jammed" was confirmed based upon the sample received. One device was returned. Upon functional inspection, the second clip was unable to load properly, as the pusher head (distal end of feeder) was to the side of the clip. The sample was disassembled , and it was found that the clips were out of position and stacking on one another. The proximal end of the feeder was slightly bent due to the clip stacking. The clip stacking prevented the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Event description:
It was reported that the applier jammed. If you press at the back, nothing happens in front; the clip does not come out.